Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the tunnel was not insufflating properly. The harvest was halted and the trocar and tubing were examined. The pa confirmed that co2 was coming from the stryker tubing, but when connected to the trocar, there was limited co2 passing through. An accessory pack was opened and the case was completed using the trocar from the accessory pack. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise# (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. Corrected section: h6- health effect ¿ clinical code. The device was returned to the factory for evaluation on 05/30/2025. An investigation was conducted on 06/03/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. Stryer tubing was also returned with the btt. Evidence of blood was observed. There were no visual defects observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline with no issues. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000469883 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.